Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified mid to distal right coronary artery (rca). Following pre-dilatation, a 3.50 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, after crossing the lesion, the stent did not advance at all. When it was checked outside the body, the part of the stent strut which was caught with the lesion got partly lifted. Pre-dilatation was performed again using a non-bsc balloon catheter followed by implantation of a 3.5 x 38 synergy¿ drug-eluting stent and the procedure was completed. No patient complications were reported.